Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device pocket was observed to be partially eroded. The device was explanted and replaced to resolve the even and the patient was in stable condition.